Event description:
It was reported that the piston on the pump was "not moving". A replacement pump was sent to the customer to resolve the issue. There was no adverse impact on the customer's blood glucose level.